Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device compared to how they felt and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of headache, chest pain, and went to the hospital "for personal reasons not related to the sensor". The customer had contact with a healthcare professional (hcp) who obtained an unspecified high blood glucose reading on an hcp meter and provided an 8-unit dose of unspecified insulin injection as treatment. There was no report of death or permanent injury associated with this event.